Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician used a femoral approach to successfully deploy a taxus express2 3.0 x 16 mm drug eluting stent in a moderately calcified lesion in the proximal lad. The lesion was predilated with a crosssail 2.5x15 balloon. It is noted that the lesion was located at a bifurcation. The taxus stent was successfully deployed at 11 atms for 21 seconds and the balloon was deflated. After deflation and upon withdrawal, the physician felt resistance and believed the balloon was sticking to the stent. The physician inflated the balloon 3 times up to 2-3 atms with no success of removing the balloon. The physician then deep-seated the guide catheter down the vessel and removed the balloon intact. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as "satisfactory/good."